Event description:
This report is being filed after the subsequent review of the following journal article: gardner, m., et. Al., (2007), the importance of medial support in locked plating of proximal humerus fractures, journal of orthopaedic trauma, 21 (3), 185-191. The medical records and radiographs of 35 consecutive patients were treated from march 2003 to february 2006. There were 18 males and 17 females and ages range from 23 to 89 years. Surgical indications were all 3 part and 4 part fractures, as well as 2 part fractures with approximately 100% displacement or varus malalignment with medial cortical comminution, which were deemed to be unstable by the treating surgeon. Surgery was performed within several days of the traumatic event. After surgical reduction, a locking plate was placed and the rotator cuff was secured to separate holes in the plate by using nonabsorbable suture. At least 5 locking screws were placed in the proximal fragment in all cases, but in several younger patients, 1 or 2 compression screws were additionally used to assist with indirect reduction techniques. Complications that were reported are: one patient, a (B)(6) woman with a 3 part comminuted surgical neck and greater tuberosity fracture, had an inferomedial screw placed but had screw penetration through the humeral head and required revision surgery for screw removal at 3 months postoperatively. This is report 1 of 2 for (B)(4). This complaint involves 1 device.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Gardner, m., et. Al., (2007), the importance of medial support in locked plating of proximal humerus fractures, journal of orthopaedic trauma, 21 (3), 185-191. This report is for an unknown locking plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.